Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient's daily dose was increased 5 days ago. The patient woke up the morning of this report and was not able to move their leg and believed their dose was too high/overdose. There were no audible alarms occurring. The patient went to the ER/hospital and they needed to have a manufacturer representative to come and reprogram their pump because it was 'way out of whack'. It was noted the healthcare professional (hcp) initially thought the patient had an increase of pain, but later stated that the issue was that the patient couldn't move their leg. It was reported the pump was used to deliver bupivacaine, but it was also stated the pump contained morphine and fentanyl. The outcome of the event was not reported.